Manufacturer narrative:
Age at time of event: (B)(6) years old (at the time of enrollment). Initial reporter name and address: (B)(6).

Event description:
(B)(6) study. It was reported that in-stent thrombosis occurred. The subject was enrolled in the (B)(6) study on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion was located in the right distal superficial femoral artery (sfa) with 100% stenosis and was 45 mm long with a proximal reference vessel diameter of 6.00 mm and distal reference vessel diameter of 5.00 mm and was classified as tasc ii a lesion. The target lesion was treated with pre-dilatation and placement of a 6 mm x 80 mm eluvia study stent. Following post-dilatation, residual stenosis was 0%. The subject was discharged with aspirin and other antiplatelet medication. Baseline core-lab angiography findings dated (B)(6) 2016, noted grade 0 thrombus, absence of aneurysm. No evidence of stent fracture and stent deformation were noted. On (B)(6) 2021, the subject was noted with symptoms relating to diagnosis of right sfa in-stent thrombosis. On (B)(6) 2021, the subject was hospitalized for further evaluation and treatment. On an unknown date, angiography without revascularization was performed. In addition, thrombolysis was also performed in response to thrombus noted. On (B)(6) 2021, per edc, the event was considered resolved and the subject was discharged on the same day.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
Imperial study: it was reported that in-stent thrombosis occurred. The subject was enrolled in the imperial clinical study on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion was located in the right distal superficial femoral artery (sfa) with 100% stenosis and was 45 mm long with a proximal reference vessel diameter of 6.00 mm and distal reference vessel diameter of 5.00 mm and was classified as tasc ii a lesion. The target lesion was treated with pre-dilatation and placement of a 6 mm x 80 mm eluvia study stent. Following post-dilatation, residual stenosis was 0%. The subject was discharged with aspirin and other antiplatelet medication. Baseline core-lab angiography findings dated (B)(6) 2016, noted grade 0 thrombus, absence of aneurysm. No evidence of stent fracture and stent deformation were noted. On (B)(6) 2021, the subject was noted with symptoms relating to diagnosis of right sfa in-stent thrombosis. On (B)(6) 2021, the subject was hospitalized for further evaluation and treatment. On an unknown date, angiography without revascularization was performed. In addition, thrombolysis was also performed in response to thrombus noted. On (B)(6) 2021, per edc, the event was considered resolved and the subject was discharged on the same day. It was further reported that on (B)(6) 2021, 1697 days post index procedure, subject was noted with acute worsening of right leg claudication and shortening of walking distance by 30-50 meters. On (B)(6) 2021, approximately 10 days after an acute worsening of right leg walking, the subject visited the hospital with the complaint of existing symptoms of right leg claudication with reduced walking distance. The subject did not have any ischemic night pain or rest pain. Dus of the lower extremity was performed. It revealed in the right leg reduced abi of 0.68, trivial plaques that were not hemodynamically significant and occluded right sfa stent. On (B)(6) 2021 the subject was hospitalized for the planned right lower limb thrombolysis. On the same day right lower limb angiography was performed. The common femoral artery was patent. In the superficial femoral artery there was thrombosis of mid sfa stent with reconstitution of flow in the distal sfa. There was eccentric irregular and calcification with no significant flow limitation in the popliteal artery. There was an occlusion of the mid and distal anterior tibial artery. The peroneal artery and posterior tibial artery were patent. On (B)(6) 2021, 1710 days post index procedure, thrombosed right mid sfa stent was treated by thrombolysis with the placement of tpa infusion catheter across occluded right sfa stent with continuous tpa and heparin slow infusion. On (B)(6) 2021, post initiation of catheter directed thrombolysis, right leg angiography was performed which revealed: improvement with recanalization of the sfa with small amount of residual peripheral thrombus in the sfa stent and proximal popliteal artery, patent peroneal artery in calf with segmental non-opacification in the areas of posterior tibial artery due to distal embolization and occlusion of pedal circulation. On (B)(6) 2021, based on the above findings, the catheter directed thrombolysis was continued. In addition, posterior tibial artery was treated by thrombolysis with tpa infusion via infusion catheter positioned within the proximal posterior tibial artery and cfa sheath. On (B)(6) 2021, post 2nd thrombolysis, angiogram was performed which revealed patent sfa, successful thrombolysis with minimal irregular stenosis in mid sfa stent, unchanged eccentric calcification of the distal sfa and proximal tibial artery with mild to moderate irregular stenosis, patent posterior tibial artery and peroneal artery with no residual stenosis and occlusion of anterior tibial arteries. On (B)(6) 2021, 1712 days post index procedure, stenosis in the mid sfa extending to popliteal artery was treated by balloon angioplasty using 5 mm x 100 mm mustang balloon and 5 mm x 150 mm lutonix drug coated balloon with residual stenosis of 10 %. Post procedural angiogram showed good result with successful recanalization of the sfa stent and posterior tibial arteries. Hemostasis was achieved by angio seal closure device. On (B)(6) 2021 the event was considered recovered and resolved. On the same day the subject was discharged from the hospital on aspirin.